Manufacturer narrative:
An event regarding trauma resulting in revision involving a triathlon femoral component was reported. The event was not confirmed. Visual, dimensional, and functional inspections were not performed as no items were returned. A device history review indicated that there have been no reported discrepancies for the referenced lot. There have been no reported events for the lot referenced. The exact cause of the event could not be determined because further information is needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time.

Event description:
It was reported that patient had removed insert and femur implants.

Event description:
It was reported that patient had removed insert and femur implants.

Manufacturer narrative:
Cat 5531-g-519, lot lbv104, description: x3 triatahlon cs insert #5 10mm. It cannot be determined which, if any of these devices may have caused or contributed to the patients' experience. It was noted that the devices are not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned.